Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary: examination of the returned instrument tray revealed the plastic coating on the brackets is delaminating. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were hospital consigned instrument trays that are over 9 years old are worn and beyond use.